Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed replace battery now. The power management tool confirmed replace battery now alarm was triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No power loss alarms or replace battery now alarms noted during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported that the insulin pump received replace battery now alarm. The customer's blood glucose level was unknown. The customer did not received any low battery alert's prior to replace battery now alarm. This was the second occurrence of replace battery now without a low battery warning. The insulin pump will be returned for analysis.